Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, mild inflammatory reactive panniculitis (pt: injection site panniculitis), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse lot number 100127513 was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a (B)(6)-year-old female patient (height 167 cm, weight (B)(6)). She was injected intradermally (into the deep dermis) with a total of 1 syringe of radiesse®, into the cleavage (off label use of device), for biostimulation, on (B)(6) 2020. Radiesse® was diluted with a 1.5 ml of 2% lidocaine without epinephrine, in a 1:1 dilution ratio. Batch number was reported as 100127513 (expiry date: 01/2022). A lot search in the global safety database was conducted on the reported lot. Needle used for injection was a 25 g cannula. As reported, the patient was injected with a dose of 0.1 in each injection point, area and the technique used was retro injection. The patient was not previously treated with radiesse®, this was her first time. The physician stated no other procedures were performed in the area treated or near it. The patients medical history and concomitant medication were reported as none. On (B)(6) 2020, after the treatment with radiesse®, the patient experienced an inflammatory reaction. According to the reporter, the patient presented on the treated area erythema and local nodules or induration after the treatment. On (B)(6) 2020, the patient presented 1 area with erythema and an increase in volume that had not improved. The patient was examined in person the same day, and 2 small areas were observed in the right area with erythema and bumps, without signs of an infection. The rest of the skin treated did not present any alteration. As a corrective treatment, the physician performed a massage and was advised to perform an infiltration with lidocaine in the area and follow-up every 72h. The outcome of the events was reported as unknown. Follow-up information was received on 31-jan-2021: the event term inflammatory reaction was amended to mild inflammatory reactive panniculitis, and the coding was changed from injection site inflammation to injection site panniculitis. The event bumps/local nodules was deleted, it was considered to be a symptom of mild inflammatory reactive panniculitis. The event calcium hydroxyapatite deposits was added. The patients weight was conformed as (B)(6). She was injected with radiesse®, into the cleavage anterior superior chest wall. The patient had no aesthetic treatments in the past. Since (B)(6) 2020, as corrective treatment, the patient received several infiltrations with lidocaine and kenacort. The last infiltration, with hyaluronidase, was performed on (B)(6) 2020. On (B)(6) 2021, the patient returned for a revision and the physician applied an ultrasound-guided recombinant enzyme cocktail of collagenase-hyaluronidase-lipase. In the ultrasound, performed for the appearance of hyperchromic plaque-like lesions, focal calcium hydroxyapatite deposits were found in the areas where there was the inflammatory reaction. The product was located in the reticular dermis of the bilateral anterior superior thoracic wall, and it was associated with a mild inflammatory reactive panniculitis in the adjacent hypodermis. At the time of this report, the patient had improvement of the inflammatory reaction, but it did not disappear yet. The outcome of the event mild inflammatory reactive panniculitis was reported as and changed from unknown to resolving. The outcome of the event calcium hydroxyapatite deposits was unknown. The outcome of the event induration remained unchanged. Follow-up information was received on 04-feb-2021: the patient was scheduled to attend an appointment in the afternoon as she did not attend the check-up visit in the two previous days, in order to evaluate the response to the last treatment carried out and to define the next step to be taken. The physician did not speak of permanent damage as they were still in the process and that she hoped that this was going to be resolved without sequelae. As reported, it was clear that at no time was the patients life been put at risk. The outcome of the events remained unchanged. Follow-up information was received on 09-mar-2021: the event no improvement in treated healthy skin was added. The laser treatment in the areas where the inflammatory reaction occurred was not performed as the patient did not attend the appointment that was scheduled for thursday, (B)(6) 2021. The appointment was rescheduled for thursday, (B)(6) 2021 as the patient was out of town all that time. According to the patient, the lesions persisted in the cleavage area, and she also stated that there was no improvement in the treated healthy skin. Due to the provided information, the outcome of the event no improvement in the treated healthy skin was considered as unknown and the outcome of the previously reported events remained unchanged. Follow-up information was received on 30-mar-2021: this case was upgraded to serious. On (B)(6) 2021, an ablative laser treatment was performed. Considering the hypertrophic scar-like inflammatory reaction in the right region, they had to perform a deep ablation in that area, and a not so deep ablation in the less affected area (left region). At the time of this report, it was still in the process of healing. What was observed, was a marked improvement. A second session was scheduled for (B)(6) 2021. Due to the provided information, the outcome of the events calcium hydroxyapatite deposits, inflammatory reaction and induration was considered as resolving, and therefore changed from unknown. The outcome of the event no improvement in the treated healthy skin was left unchanged.